Event description:
It was reported that during in clinic follow-up, 2 episodes of rv lead noise that were stored as non-sustained rv oversensing were observed. Patient was asymptomatic. The noise could be recreated by patient moving his left arm. The provided printout was further reviewed and there were some non-physiological signals seen, which may indicate a debuting lead damage. The capture trend and lead impedance trend started to increase, which also may indicate a debuting lead damage. No known intervention performed at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information was received indicating that the rv lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.